Event description:
Caller reported an occlusion alarm, but technical support could not verify the alarm number in the pump history. The issue caused the customer's blood glucose level to be displayed as "high," though the specific value was unknown. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer changed the infusion set and cartridge, and resumed insulin use.